Event description:
It was reported that the prn was missing from the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2021 the disinfection supply center received feedback from the clinical department that the nurse found the lack of prn on the closed anti-puncture intravenous indwelling needle before placing the indwelling needle on the patient on the same day. The indwelling needle was replaced immediately, and the patient was not affected."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1110800. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn was missing from the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021 the disinfection supply center received feedback from the clinical department that the nurse found the lack of prn on the closed anti-puncture intravenous indwelling needle before placing the indwelling needle on the patient on the same day. The indwelling needle was replaced immediately, and the patient was not affected."

Event description:
It was reported that the prn was missing from the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021 the disinfection supply center received feedback from the clinical department that the nurse found the lack of prn on the closed anti-puncture intravenous indwelling needle before placing the indwelling needle on the patient on the same day. The indwelling needle was replaced immediately, and the patient was not affected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.